Event description:
It was reported that the needle in the bd nexiva¿ closed IV catheter system came loose and detached from the line, leaking fluid onto the floor. The following information was provided by the initial reporter, translated from dutch: "I have tested myself with the infusion line and the blue 22ga needle, in doing so the line does indeed detach from the nexiva (coupling between infusion line & q-syte). Did the defect lead to a leak? Yes, after the line detaches, the fluid leaks onto the floor instead of into the patient. Did the defect affect any patient? Gives stagnation of treatment. What medications were administered with the products? Syntocinon (contraction inducer)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 2004749 was not found for the reported catalog# 383537. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle in the bd nexiva¿ closed IV catheter system came loose and detached from the line, leaking fluid onto the floor. The following information was provided by the initial reporter, translated from dutch: "I have tested myself with the infusion line and the blue 22ga needle, in doing so the line does indeed detach from the nexiva (coupling between infusion line & q-syte). Did the defect lead to a leak? Yes, after the line detaches, the fluid leaks onto the floor instead of into the patient. Did the defect affect any patient? Gives stagnation of treatment. What medications were administered with the products? Syntocinon (contraction inducer).".

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the reported lot did not match any manufacturing records for this device.